Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05301. It was reported that removal difficulty and shaft break occurred. The severely stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). The lesion was pre-dilated with a mustang balloon catheter which resulted in a vessel dissection. A 6 x 150 x 130 innova¿ stent was then selected, advanced to the lesion, and deployed. The stent was not able to fully expand due to the lesion characteristics. When trying to remove the catheter/delivery system after stent deployment, the catheter got stuck and would not come out of the patient's body. During the attempt to remove the catheter, it was pulled with so much force, the catheter broke. Part of the catheter was able to be removed but part of it remained in the patient's body. A surgical cut down was performed and the broken piece was surgically removed from the patient. There were no further patient complications and the patient was fine after the procedure. The patient underwent a jump bypass to treat the diseased area. The patient was fine after bypass.

Manufacturer narrative:
UDI = (B)(4)

Event description:
It was further reported the mustang balloon used was a 5.0 x 200, 135cm.